Event description:
The device appears to have melted and burned. No operator injury was reported. Reporter indicated that the device was removed from service. Tech support requested the return of the suspect device and replacement product was shipped.